Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2024. Patient also reported that tubing was detached from connector. Infusion set was used for less than an hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.